Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). Olympus europa (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and the auxiliary channel of the subject device. The testing result cleared the german guideline. During the incoming inspection at the service department of oekg, it was found followings; the light guide lens was chipped. The light transmission too low. The bending section rubber adhesive was porous and broken. The air/water cylinder and the suction cylinder were worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device with the deferent test ways such as culture and resistance, rinsing fluid, endoscope as follows; first time; (B)(6) 2021: chryseobacterium: 18 cfu. Chryseobacterium: 16 cfu. Gram negative rod: 19 cfu. Gram-positive chefs, various: 4 cfu. It was identified following microbes, 28 cfu from the 3 channels of the subject device; chryseobacterium shandongense. Chryseobacterium pallidum. Brevundimonas albigilva. Second time; (B)(6) 2021: chryseobacterium: >50 cfu/0.2ml. Gram negative rod: 20 cfu/0.2ml. Escherichia coli: 4 cfu/ml. It was identified following microbes, 28 cfu from the 3 channels of the subject device; chryseobacterium shandongense. Rhizobium radiobacter. Third time; (B)(6) 2021: chryseobacterium: 32 cfu/ml. Gram negative rod: 12 cfu/ml. Gram positive rod: 27 cfu/ml. It was identified following microbes, 28 cfu from the 3 channels of the subject device; rhizobium radiobacter. Unspecified microbe. The device had been reprocessed with a non-olympus automated endoscope preprocessor, medivators avantage, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.